Event description:
It was stated that the device goes in alarm. During investigation found a detached downstream occlusion seal. This malfunction makes the event reportable. There was no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device goes in alarm. During investigation found a detached downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found the device shows 41980 error. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the defective dso sensor. The complaint was duplicated and the dso seal was replaced. The primary problem with defective pwa and got replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.